Event description:
It was reported when using the pyxis medbank system, the drawer 10 did not open to issue oxycodone ir 5mg tablet. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 9 and 10 did not open due to a faulty controller board. A field service engineer replaced the drawer controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.